Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the allegation. Analysis did conclude that the lower case was broken. The ring cover and one side bail were contaminated. The battery contacts were compressed and the ring was bent. The encoder flex was out of specification.

Event description:
It was reported the unit may have a problem. The unit locks up, and the bottom screen is not available. It is not booting up properly. No patient complications were reported as a result of this event. Follow-up attempts for additional information were unsuccessful.